Event description:
It was reported that three days after the catheter was inserted, the spring wire guide (swg) was inserted into the catheter for catheter exchange. It was at that time, the swg became stuck in the catheter. As a result, both the catheter and swg were removed. However, in doing so, the swg tore and extended. The user reported the swg was removed in its entirety and there were no patient complications. A new catheter and swg was used. Note: the sales representative has notified the user of incorrect use regarding how to exchange the catheter.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.